Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead had failed to retract and had rotation issue. The lead was not used and a new lead was implanted. The patient had no adverse consequences.

Event description:
It was reported that the patient presented for an implant procedure. During preparation of the procedure, it was noted that the helix of the right atrial (ra) lead had failed to retract and had rotation issue. The lead was not used and a new lead was implanted. The patient had no adverse consequences.